Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was expected to undergo a revision surgery with the inflatable penile prosthesis as the patient could not inflate the prosthesis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified fluid leak from the cylinder was the probable cause of the reported inflation issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir kink resistant tubing (krt) was worn down to the filament; no leaks were found. Product analysis was unable to identify device malfunction with the returned reservoir. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the proximal cylinder bodies. Cylinder 1 had a leak at the corner of a fold in the proximal cylinder body. Cylinder 1 was not pressure tested due to the leak that was identified. Cylinder 2 passed all tests performed. The kink resistant tubing (krt) of both cylinders was worn down to the filament. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump passed all tests performed. The identified fluid leak was the probable cause of the reported inflation issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the investigation conclusion code of cause traced to component failure was chosen, based on the failure of the cylinder that had a fluid leak identified.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised as the patient could not inflate the prosthesis. No patient complications were reported.